Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The minimum impedance measurements look stable, but the maximums are fluctuating. The averages do not look bad and there is relatively little atrial pacing for this patient. The average threshold for the atrium is fairly stable between 1 and 1.5 volts.

Event description:
It was reported that the atrial lead had high thresholds. When checking the device on the date of revision, the lead was ok and the surgery was cancelled. The lead remains in use. No patient complications were reported as a result of this event.